Event description:
The patient went to her doctor¿s office on (B)(6) 2013 and ¿he reset her thing and I think he cut em too high because right after she takes her medicine she goes out of control with it like its too much medicine¿. The doctor gave her a piece of paper ¿that said I could control it by 4 tenths of a volt on the one side and down 2 volts on the other side or something but now it just don¿t work at all¿. The device was set at 2.8v on the left and 3.9v on the right. When trying to decrease the right side , the lower limit reached screen displayed. If he tries to increase it, the upper limit reach screen displays. Additional information has been requested.

Manufacturer narrative:
Product ID 37642, serial# (B)(4); product type programmer, patient product ID 3389s-40, lot# va0224t, implanted: 2013 (B)(6); product type lead product ID 3389s-40, lot# va0136m, implanted: 2013 (B)(6); product type lead product ID 3708660, serial# (B)(4), implanted: 2013 (B)(6); product type extension product ID 3708660, serial# (B)(4), implanted: 2013 (B)(6); product type extension. (B)(4).